Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "deflated tissue expanders due to radiation". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on insert assembly assessed as unidentified (tear) opening (shell thickness within specification), observed opening on radius side assessed as surgical damage. Use error: unable to observe as it is a medical event not related to the device. Other-technical: observed missing suture tab at the six o¿clock position assessed as inconclusive. Additional observations: yellow particles observed inner the device. No further actions are required as the device was implanted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "deflated tissue expanders due to radiation", "the tabs had ripped away from the body of the expander" and leaving the device implanted longer than labeling indicates. Physician additionally reported "tissue expander has biological fluid", "unknown how fluid filled tissue expander" and "possible defects in tissue expanders." The device has been explanted.